Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete.all available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated alinity I free t4 results generated for a patient sample. The following data was provided (customer¿s reference range 9-19 pmol/l): (B)(6) 2024 sample ID (B)(6). Ft4 initial results on 2 analyzers ((B)(6)) = >64 pmol/l, repeat result at another laboratory on siemens platform = 17.5 pmol/l, (B)(6) 2024 sample treated with scantibody and result = >64 pmol/l. Additional results provided: tsh (customer¿s reference range 0.4 ¿ 4.0 miu/l) initial result = 0.57 miu/l, repeat result at another laboratory on siemens platform = 0.735 miu/l. Ft3 (customer¿s reference range 3.0 ¿ 5.5 pmol/l) initial result = 4.4 pmol/l, repeat result at another laboratory on siemens platform = 4.7 pmol/l. Ferritin result = 99.58 ng/ml. Previous results for patient: (B)(6) 2024. Ft4 = 16 pmol/l, tsh = 0.67 miu/l, ft3= 3.4 pmol/l. No impact to patient management was reported.

Event description:
The customer observed falsely elevated alinity I free t4 results generated for a patient sample. The following data was provided (customer¿s reference range 9-19 pmol/l): (B)(6) 2024 sample ID (B)(6): ft4 initial results on 2 analyzers (B)(6) = >64 pmol/l, repeat result at another laboratory on siemens platform = 17.5 pmol/l, (B)(6) 2024 sample treated with scantibody and result = >64 pmol/l. Additional results provided: tsh (customer¿s reference range 0.4 ¿ 4.0 miu/l) initial result = 0.57 miu/l, repeat result at another laboratory on siemens platform = 0.735 miu/l. Ft3 (customer¿s reference range 3.0 ¿ 5.5 pmol/l) initial result = 4.4 pmol/l, repeat result at another laboratory on siemens platform = 4.7 pmol/l: ferritin result = 99.58 ng/ml. Previous results for patient: (B)(6) 2024: ft4 = 16 pmol/l, tsh = 0.67 miu/l and ft3= 3.4 pmol/l. No impact to patient management was reported.

Manufacturer narrative:
Correction to section d9 - device available for evaluation: corrected from yes to no. The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, labeling review, and in-house testing of retained reagent kit. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. An increase in complaints has been observed for lot 63089ud00; however, in-house performance testing was completed which indicates the product is performing as expected. Device history record review did not identify any non-conformances, potential non-conformances or deviations associated with the likely cause list number and complaint issue. A review of the manufacturing documentation for the likely cause lot did not identify any issues associated with the complaint issue. A review of labeling was performed and found to sufficiently address the customer's issue. Based on this investigation, no systemic issue or deficiency of the alinity I free t4 reagent, lot number 63089ud00, was identified.